Manufacturer narrative:
Product complaint # ==> (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The article states that either dermabond or secur-seal was used on the patients. Are you able to provide which patients had the dermabond applied? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that dermabond caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the dermabond used in the procedure? Are the product code and lot numbers available for all ethicon devices used? Reference journal article: citation: clinical neurology and neurosurgery 125 (2014) 137¿142. Http://dx.doi.org/10.1016/j.clineuro.2014.07.026.

Event description:
It was reported in journal article "octyl-cyanoacrylate skin adhesive is effective for wound closure in posterior spinal surgery without increased risk of wound complications¿ that the patient underwent an unknown posterior spinal surgery on an unknown date between (B)(6) 2010 and (B)(6) 2013 and topical skin adhesive was used. The dura was closed with suture in the simple running fashion. Leaks were patched using an autologous muscle patch secured using suture. Fibrin sealant was then applied over the exposed dura. Sutures were placed intradermally using standard subcuticular technique and a layer of topical skin adhesive was then applied. The patient possibly experienced complications including dehiscence treated by wound revision, infection treated with antibiotics, and/ or cerebrospinal fluid leak and/or infection treated via packing, washout, wound revision and/or antibiotics. Additional information has been requested.